Event description:
It was reported that when using the bd pyxis¿ es server user stated that the pyxis unit on or 1 was not loading patient information. Hospital it inspected the port and network configuration, updated the vlan, and confirmed that users could now run usage reports to restock the machine; however, patient data had never populated since the new network was implemented. All other pyxis units on the tmc operating rooms were functioning normally. The station had not been syncing or uploading/downloading data to the server since on (B)(6) 2025, and the customer also reported previous issues with other devices was not syncing to the correct server or ip address. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that patients details were not loading. The technical support specialist (tss) dialed into the server and checked the device. The station was not uploading or downloading data with the server and displayed requires data sync. The tss escalated the issue to the field service engineer (fse). The fse reviewed the settings and changed the network speed to 100 mbps full duplex, after which a full download from the server completed successfully. The fse stated that the findings would be shared with the hospital it (information technology) department. The customer later confirmed that hospital it resolved the issue. The system functioned as intended after the field service engineer and hospital it team investigated the device.